Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 296 mg/dl. The customer stated that insulin was squirted out during priming process. Customer stated that they were unable to exit the preparing to prime loop. The drive support cap was normal. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during the rewind test.